Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The motherboard assembly was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the device stopped during ventilation, screen turned black, and continuous alarm sounded. There was no report of patient injury.